Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate detritus adhesion on surface, and indication of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 59,219 joules of use,"significantly diminished vaporization efficiencya' was observed. "Dr had something get stuck in tip of fiber he tried to clean but not firing correctly requested new." The fiber tip (cap) was cleaned during the procedure. The procedure was completed using a second fiber at 97,075 joules of use. The fiber tip (cap) was not cleaned during the procedure. Patient outcome: "no injury" reported.